Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 13-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of hypersensitivity ("allergic reaction") in a 47 year-old female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2014, the patient had essure inserted. In (B)(6) 2014 she experienced hypersensitivity (seriousness criterion medically important), urticaria ("urticaria"), arthralgia ("joint pain /I find it increasingly difficult and painful to move") and tendonitis ("tendinitis"). An unknown time later she experienced pain ("pain due to allergies") and mobility decreased ("I find it increasingly difficult and painful to move"). At the time of the report, the outcomes for hypersensitivity, urticaria, tendonitis, pain and mobility decreased were unknown. No causality assessment was received for essure with regard to hypersensitivity, urticaria, arthralgia, tendonitis, pain or mobility decreased. The reporter commented: the essure implants were inserted in (B)(6) 2014. Since then, my health has deteriorated, with allergic reactions, such as urticaria this year I have had to take stronger medication two times each day. Also joint pain and tendinitis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. The most recent information was received on 22-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of hypersensitivity ("allergic reaction") in a 47 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced hypersensitivity (seriousness criterion medically important), urticaria ("urticaria"), arthralgia ("joint pain /I find it increasingly difficult and painful to move") and tendonitis ("tendinitis"). An unknown time later she experienced pain ("pain due to allergies") and mobility decreased ("I find it increasingly difficult and painful to move"). The patient was treated with other therapeutic products. Essure treatment was not changed. At the time of the report, the outcomes for hypersensitivity, urticaria, tendonitis, pain and mobility decreased were unknown. No causality assessment was received for essure with regard to hypersensitivity, urticaria, arthralgia, tendonitis, pain or mobility decreased. The reporter commented: the essure implants were inserted in (B)(6) 2014. Since then, my health has deteriorated, with allergic reactions, such as urticaria this year I have had to take stronger medication two times each day. Also joint pain and tendinitis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.